Event description:
It was reported from (B)(6) that during an unspecified surgical procedure "the burr did not fit in the attachment device". There were no delays to the planned surgical procedure. The cutter device worked with a spare identical attachment device. No patient harm, adverse outcome or injury was alleged. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. (B)(4) evaluated the device. The device was tested and failed lock operation and cone verification. Therefore, the reported condition was confirmed. The root cause was determined to be normal wear from use and servicing. If additional information should become available, a supplemental medwatch report will be sent accordingly.